Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and a cartridge 19 alarm during a bolus delivery. The customer changed all of the supplies on the pump to resolve both alarms. Insulin delivery was resumed and the bolus delivery was completed. The customer's blood glucose level was not impacted.